Manufacturer narrative:
The device history record review will performed as soon as the s/n of the explanted valve will be known. Morpho-histological analysis will be performed on the valve. No definitive results at this time. Conclusion: no conclusion can be drawn at this time as device was returned to the manufacturer on (B)(6) 2014.

Manufacturer narrative:
Method: the results of the device history records review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Conclusion: this mitroflow valve was explanted after approximately 2 years due to reported stenosis. Leaflet calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification.) It is possible that the patient's clinical conditions and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve, but no clinical history was available.

Event description:
The manufacturer was notified on february 6, 2014 of a mitroflow valve (model lxa size 19, s/n unknown) that was explanted on (B)(6) 2013 after 2 years due to valve stenosis secondary to structural valve deterioration.

Event description:
The manufacturer was notified on (B)(6) 2014 of a mitroflow valve (model lxa size 19, s/n unk) that was explanted on (B)(6) 2013 after 2 years due to valve stenosis secondary to structural valve deterioration.